Event description:
Hello, I noticed black foam pieces coming out of my philips respironics CPAP device starting several years ago - I estimate ~2017, after purchasing the device in 2014. When I traveled, I would place my CPAP in a plastic (B)(6) bag. When I would get to my destination and go to setup my CPAP, that's when I would notice a small black piece had fallen out into the plastic bag. This happened multiple times over the years when I took the device apart for travel. I mentioned it to my husband and was curious about what these black pieces were, but I do not know if I mentioned it to my CPAP provider. I did web searches and did not see anything at that time to explain what these pieces were. Due to insurance I did not qualify for a new CPAP machine for at least a few years after this started (not until 2019 or 2020). I am (B)(6), I have chronic sinus issues and lung tightness and cfs. I do not know if the use of this CPAP after the foam was falling apart has made my condition worse or if naturally it has worsened over the years. I am extremely disheartened that my CPAP could have been harming me. FDA safety report ID# (B)(4).